Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during a dilation procedure to treat stricture performed on (B)(6) 2026. During the procedure, the balloon ruptured when dilated up to 20mm. It was reported that no piece of the balloon detached inside the patient. The procedure was completed using another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results at this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during a dilation procedure to treat stricture performed on (B)(6) 2026. During the procedure, the balloon ruptured when dilated up to 20mm. It was reported that no piece of the balloon detached inside the patient. The procedure was completed using another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.